Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector separated from the main body. The reported issue was verified. The cause of the condition was determined to be a manufacturing related issue caused by inadequate solvent application during assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set. This separation occurred while the patient was attempting to disconnect from the patient line of an amia cassette during peritoneal dialysis therapy. The transfer set successfully disconnected from the patient line of the cassette; however, the female connector and the main body of the transfer set separated. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.